Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery rapidly depleted from (B)(4) to (B)(4) battery life. There was no impact to the customer's blood glucose level. It was indicated that manual injections were available for back up therapy.